Manufacturer narrative:
Use error. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was skipping the air removal step when filling the cartridge and using cold insulin. Tandem technical support educated customer to perform the air removal step when filling the cartridge and that insulin should be at room temperature before filling a cartridge per user guide. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.